Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump had unresponsive buttons at esc and act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to unresponsive button.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and hypoglycemia. The customer¿s blood glucose level was unknown. The customer reported that they had to clear out high sensor screen twice. Customer declined to transfer to 24 hour. The insulin pump will not be returned for analysis.